Event description:
It was reported by service report that the fowler release handle was broken completely off causing the fowler to not activate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler release handle.